Manufacturer narrative:
Device is a combination product

Event description:
(B)(6). It was reported that the subject died. In (B)(6) 2018 the subject presented with stable angina and the index procedure was performed on the same day. The 80% stenosed target lesion was located in the mid right coronary artery and was 8mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus premier stent with 0% stenosis. Post dilatation was not performed. The subject was discharged a few days later on aspirin and clopidogrel. In (B)(6) 2019, it was reported the subject died of unknown causes.